Event description:
Customer's father called to check the basal rates. The customer is experiencing high blood glucose. The blood glucose reading is 270 mg/dl. Customer treated with bolus. During troubleshooting, during the manual prime process, the insulin did not exit the infusion set. No leaks found. Caller declined to troubleshoot the rest of insulin pump. Caller stated that he will talk to physician. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.